Manufacturer narrative:
Device was used for treatment, not diagnosis. Parameswaran, a.d., roberts, c.s., seligson, d., and voor, m. (2003). Pin tract infection with contemporary external fixation: how much of a problem? Journal of orthopaedic trauma, vol 17, no. 7, pp. 503-507. This report is for an unknown external fixation device with part, lot and quantity unknown. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: parameswaran, a.d., roberts, c.s., seligson, d., and voor, m. (2003). Pin tract infection with contemporary external fixation: how much of a problem? Journal of orthopaedic trauma, vol 17, no. 7, pp. 503-507. USA. The study was a retrospective chart review to determine the incidence of pin tract infections. The study was performed from 1997-2001 and included 285 patients with an average age of 42.5, ranging 14-87 years old. The mean follow up period was 6.3 months, ranging from 5.4-11.1 months and the average duration of the external fixation was 8.7 weeks, ranging 6.3- 25.7 weeks. Treatment included upper and lower extremity fixators with ring fixators, unilateral fixators, or hybrid fixators and included 12 synthes hybrid fixation devices and many other competitor devices. Complications involving the synthes hybrid devices included a total of 4 patients infections (2 deep infections, requiring pin removal; 2 superficial infections): it is unknown if the 4 patients were treated as follows: patients with the infection were initially treated with a change in oral antibiotics and if not improved after a week then antibiotics were continued; if signs of purulence or abscess then the patient had formal debridement and curettage with intraoperative cultures; at times, antibiotic beads were placed in the pin tract and additional debridements were performed as needed although typically only 1 was needed. Patient 14 ¿ (B)(6) female with unilateral synthes fixation of radius for 19 weeks experienced deep infection requiring pin removal following no pin care and no follow up in clinic. This is report #1 of #4 for (B)(4). This report is for an unknown external fixators with an unknown part number, lot number and quantity.